Manufacturer narrative:
H.6. Investigation: no photo or sample was received for the customer's complaint of leakage. Without further evidence like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris¿ pump module administration sets leaked. The following information was provided by the initial reporter: it was reported by the customer that the tubing was leaking from the chamber. Verbatim: event: lipid/smof tubing was leaking from the chamber. No patient harm.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd alaris¿ pump module administration sets leaked. The following information was provided by the initial reporter: it was reported by the customer that the tubing was leaking from the chamber. Verbatim: event: lipid/smof tubing was leaking from the chamber. No patient harm.